Event description:
It was reported by the distributor that there were foreign particles/soiling of packaging materials. The product was not used by patient. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Device 268 of 268. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: there was a photograph associated with this case and in this, the reported defect can be confirmed. There were received 268 physical samples, tested, and documented in form-005655 confirming the reported condition. Batch record revision results: lot 4b02640 was manufactured on 02/14/2024 in bodolay manufacturing line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 09/11/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1738482 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical nonconformance review: on 09/11/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction code ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿, defect for the lot number 4b02640 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) generated during the manufacturing process of the referenced lot. Defect rate analysis: there has only been (B)(4) defective parts confirmed to date from a lot size (B)(4)products. This represents a defect rate of only (B)(4) which is well within an appropriate acceptable quality level (aql) for this defect which should be 0.65 based on our process instruction. In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.65 this issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: as physical samples were received for this complaint issue, there were evaluated and as a result, the reported malfunction for the observed product was confirmed. A defect rate analysis for this issue was performed and as result, the quantity of reportedly affected products is within the appropriate acceptable quality level (aql) for this defect. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 9618003.